Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent 3cg stylet is confirmed but the exact cause remains unknown. Three photo samples of a 4 fr dl powerpicc catheter and 3cg stylet were provided for evaluation. The first photo sample shows the distal end of the 3cg stylet and the distal end of the catheter. The stylet is not within the catheter. The stylet is observed to be intact but shows the presence of multiple kink locations causing the length of the stylet to curl. The second image provided shows the kit tray, components, and 3cg stylet within the catheter. A sharp, downward bend in the distal section of the catheter is present. The third photo shows the distal sections of the 3cg stylet and catheter from a different angle. Two sharp kinks and additional bends are visible in the polyimide tubing. Based on the description of the reported event and photo samples provided, possible contributing factors include damage during handling, insertion angle, and advancement against resistance. Since the 3cg stylet was observed to be kinked, the complaint is confirmed but the exact cause could not be determined from the photos provided. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when advancing the PICC as usual and the rn met increased resistance and inability to thread. It was stated when the PICC was pulled out a bend was noted in the sherlock wire.